Event description:
The customer's father reported his son's blood glucose, carbohydrate intake and insulin history is as follows: time: (B)(6), the pod was activated and her bg was in range; (B)(6) - support time, cho (g): 50+, bolus (u): 2.3; (B)(6) - midnight, bg (mg/dl): 301, bolus (u) 1.0; 4:00 am, bg (mg/dl): 380. The pod was deactivated and he noticed the cannula was slightly bent.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported bent cannula or to determine whether if contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.